Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Customer's blood glucose was 106 mg/dl. The cartridge was in use for 4-5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.